Event description:
It was reported that cgm displayed error message, and customer needed help resolving issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full instructions for pump reset, completed reset with guidance, and confirmed that error did not recur and sensor session started successfully, with no additional concerns reported.